Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty charged coupled device (ccd). Additionally, a chipped and broken connector seal was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the failure was traced to component failure, which is expected or random component failure without any design or manufacturing issue. The instructions for use (IFU) addresses this failure: "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again, and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Reference page 31 as per IFU. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the camera turns a green color when attached to the light source, it would not do white balance. There were no reports of patient harm associated with this event.